Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during peritoneal dialysis, drain 6 of 6. The home patient (hp) had disconnected prior to the alarm but did not use proper disconnect procedures. The hp then reconnected after the alarm occurred. The technical service representative (tsr) helped the hp to clear the error and informed the hp of the error's meaning. The hp was advised to call the peritoneal dialysis registered nurse (pdrn) for instructions on how to continue therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. The baxter homechoice operator's manual contains instructions on proper disconnect procedure. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.